Event description:
A caller reported a recurring cartridge alarm 30 on their insulin pump, which had previously experienced similar alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by loading a new cartridge, the problem persisted, and technical support decided to replace the out-of-warranty pump. The customer was interested in obtaining a loaner pump and agreed to send insurance information. Additionally, technical support advised the caller about necessary steps with the new pump, including software updates and sensor usage guidelines.